Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. There was a "less than usual" breakfast meal dose delivered prior to the event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by inconsistent use of the meal announcement; the meal announcement delivered prior to the event was delivered later in the glucose excursion, suggesting that the meal was announced late. This increases the insulin delivered, as correction insulin was addressing the rise in cgm glucose already, thereby increasing the risk of hypoglycemia. In addition, the device data shows a pattern of missed and late meal announcements as well as overtreating hypoglycemia, both of which contribute to maladaptation.

Event description:
On 07/11/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 07/10/2024. On (B)(6) 2024, the user experienced a seizure due to low bg at 10:00 pm. Following this incident, user's parents reported the event to their healthcare provider (hcp) and consulted with them for advice. A subsequent review of user's ilet insulin device usage revealed that user was delaying carb consumption due to screen distractions and sometimes eating without making meal announcements. A follow-up zoom meeting with the family emphasized the importance of adhering to appropriate treatment for hypoglycemia and creating a structured meal schedule to prevent such incidents. The family agreed to avoid screens during meals and consider carb-free snacks to manage glucose levels better. The father acknowledged his distraction during the event and agreed on the need for consistent diabetes management with the user. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.